Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a return of symptoms after going to the dentist's office. The patient was unable to check to see whether or not her implantable neurostimulator was on or not because she lost her patient programmer. The patient was contacting her healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.